Event description:
Complaint alleges: the clips do not close on the pliers at the time of the output. Difficulty in loading the applier, clips come out blocked. No reported patient injury.

Manufacturer narrative:
Device sample has not been returned to manufacturer at time of this report.